Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) ranged from 480-over 600 mg/dl and ketones were moderate. Infusion set site was changed, pump/injection boluses were delivered to address bg. During a pump system check with tandem technical support a small amount of air bubbles were observed near the infusion set site. Customer primed the air out. No other device issues were identified.